Event description:
Philips received a complaint by the customer on the v60 indicating that the device (software version 2.30) powered down while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that the device (software version 2.30) powered down while on a patient. The remote service engineer (rse) performed troubleshooting with the customer and found that the 1101 "ventilator restarted due to anomalies detected during operation" error was logged in the significant log. The customer noted that the 1101 error code did not occur in conjunction with the 3007 (software exception) error code, and the rse recommended that the customer should reinstall the operational software and have it run for a few days. The rse also informed the customer that the next repair step would be to replace the central processing unit (cpu) printed circuit board assembly (pcba) per the v60 service manual and provided the customer with the part number of the replacement cpu pcba.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.